Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 349 mg/dl and 404 mg/dl. The customer stated that they were treated with manual injection and bolus. The customer also reported other events such as thirsty and dry mouth. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege insulin pump was under delivering. The drive support cap appears normal. They reported that the insulin exited at the quick release. The device will not be returned for analysis.